Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neuro stimulator for other pain indications. It was reported that the patient's nerve stimulator in their back, which was implanted in (B)(6) 2012 had not worked since a few months after being put in. The patient also stated they needed a new charger for it. Patient and technical services recommended that the patient contact their healthcare provider. No patient symptoms or complications were reported from this event.